Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and a definitive cause for the reported single leaflet device attachment(slda) could not be determined in this incident. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for single leaflet device attachment. It was reported that this was a mitraclip procedure treating mixed mitral regurgitation (mr) grade 3. One mitraclip (cds0602-xtr 80508u283) was implanted without reported issues. Following, the posterior mitral valve leaflet came out of the clip - single leaflet device attachment. As treatment, a second mitraclip was implanted without reported issue, reducing the mr to grade 1. There was no clinically significant delay. No additional information was provided regarding this issue.